Event description:
A surgeon reported that a patient who received op-1 putty in combination with 5 cc's of calstrux for an unknown indication in 2006 for a revision of an l4-l5 nonunion and an l3-l4 decompression experienced an inflammatory reaction, fever and product migration, 3-4 days post-operatively. The events resolved without sequelae. The surgeon suspects the events are related to the use of the products. The patient has no known risk factors. Previous surgery included an l4-l5 fusion. The events were deemed nonserious.